Event description:
A report was received that the patient was experiencing pain at pocket site and the discomfort continued even if stimulation was off. The patient was sent to emergency room. It was unknown if there was medical intervention given. No further info could be obtained.